Event description:
A catheter break occurred. The patient experienced fever, chills and nausea. It was noted that catheter replacement occurred. It was also noted that the device "implanted- remains in service." It is unclear if the broken catheter was explanted or not. Patient outcome noted as alive, no injury, no adverse event. The device system was used to infuse fentanyl and infumorph. No further information was reported.

Manufacturer narrative:
Catheter: model 8709sc serial# (B)(4), implanted: 2009 (B)(6); accessory: model 8590-1 lot# n311908, implanted: 2012 (B)(6); patient programmer: model 8835 serial# (B)(4), implanted: na, explanted: na; accessory: 8590-1 lot# n199817, implanted: 2009 (B)(6); accessory: model 8578 serial# (B)(4), implanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later noted that a dye study was done on (B)(6) 2013 and a catheter revision on (B)(6) 2013. The cause of the catheter leak was unknown; the location of the leak was determined to be along the catheter in the intrathecal space. The outcome of the catheter revision was successful. The patient is receiving effective therapy. The old catheter was completely removed and was not sent in for evaluation per hcp request.